Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) made multiple attempts to reach the customer for further assistance, but no response had been received from the customer end and tss proceeded with case closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient orders did not cross over, and no medications were displayed for the patient. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.